Manufacturer narrative:
Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however neurological dysfunction is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Device remains implanted.

Event description:
It was reported that the patient presented to the hospital with confusion, fatigue, and tingling in fingers. The patient was admitted and a computerized tomography (CT) scan confirmed a 5.8 centimeter acute intracerebral hemorrhage. The patient was treated with inpatient medical intervention and they remain hospitalized. No further patient complications have been reported as a result of this event.